Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004485144-2017-00034.

Event description:
It was reported that the set screw disassembled from two cover plate assemblies while trying to install them in the patient with a high iliac crest. They were removed and replaced with other cover plate assemblies to complete the procedure. There were no reports of patient injury associated with this event. This is report two of two for this event.

Manufacturer narrative:
The returned device was evaluated. There were no indications of damage or malfunction of any kind. The complaint cannot be confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.